Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was fluctuation of atrial threshold, undersensing of p-wave and far field r-wave (ffrw) observed. There device was reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.